Event description:
It was reported the system displayed overload faults during maintenance. This error could cause the system to shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.